Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bladder irrigation set was having difficulty "vacuuming" or drawing up the contrast due to the set not being vented. The set was being used for a voiding cystourethrogram procedure. The contrast solution comes in bottles. This occurred while priming the set. There was no patient injury or medical intervention associated with this event. No additional information is available.